Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer about what led to their stimulation being off. It was reported that ¿no event led to the stim being turned off. None of the settings seemed to be working good; then went to change setting again; forgot how to get the lightening bolt to show up.¿ when asked about the poor communication they stated, ¿no poor communication was noted; theyjust needed info on how to get the lightening bolt to show up.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports they lost the stimulation sensation "probably about five weeks ago". They also mentioned they were reprogrammed by the healthcare provider's (hcp) nurse four to six weeks ago and then they felt the ins wasn't working to control their symptoms a week later. Patient said the reason for calling was to get assistance with turning the ins back on; they noticed the ins was off on (B)(6) 2019. During the call, the patient got poor communication when they attempted to sync to their ins. After clearing the patient programmer (pp) screen, they were able to sync to the ins and turn it back on. When asked, the patient didn't know how the ins was turned off. As a result of what was reported, the patient will monitor their symptoms. No further patient complications have been reported as a result of this event.